Event description:
Customer reported that insulin 100 units/100 ml was ordered to infuse at 7 units/hr, however the entire 100 units infused within one hour. The customer suspects that during programming when the nurse selected the drug from the ICU profile, the insulin weight based option was selected instead of the intended non-weight based option, resulting in the insulin infusing at 7 units/kg/hr. Medical intervention was required including glucose administration and other unspecified interventions, and the patient recovered without any long-term harm. An event log review was requested to confirm user programming.

Manufacturer narrative:
The customer¿s report of an overinfusion of insulin was confirmed. The associated pcu event logs showed insulin weight based dosing 100 unit/100ml was selected. When the dose of 7unit/kg/hr was entered, the calculated rate was 651ml/hr resulting in a guardrails alert. The alert of ¿dose exceeds guardrails limit of 0.14unit/kg/hr¿ was acknowledged and the infusion was started. If insulin non-weight based dosing had been selected, a dose of 7unit/hr would have resulted in a rate of 7ml/hr. The root cause of the reported overinfusion of insulin was user programming.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.